Event description:
It was reported that a chest x-ray on (B)(6) revealed that the lead had dislodged. The lead was attempted to be repositioned on (B)(6) but due to difficulty the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.